Event description:
Ous MDR ¿ the patient was admitted to the hospital via emergency unit due to worsening of heart failure and septic shock. Focus of septic shock most likely an infected ulcus cruris. There was worsening of the clinical condition over time with cardiogenic shock after successful treatment of sepsis. Death occurred during the cardiogenic shock.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.